Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm wds was advanced, deployed and successfully implanted in the left atrial appendage without any immediate complications. Approximately four hours after the procedure, while in recovery, the patient became hypotensive and exhibited altered mental status. Tamponade was suspected, and the patient was taken to the electrophysiology (ep) lab for evaluation. Pericardiocentesis was performed to treat a circumferential pericardial effusion. Approximately 400-500cc of red, bloody fluid was drained from the pericardium. The patient was then transferred to the intensive care unit (ICU) in stable condition with a pericardial drain in place. The drain was removed the next day. The tamponade issue resolved. The patient has not been discharged but has been deconditioned and is being seen by a physical therapist (pt). The patient remained in the hospital, however the physician stated that prolonged hospital stay was not related to the watchman. There were no further complications reported.